Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 500 of mg/dl. The customer treated with insulin pump then customer's blood glucose value was 300-400 mg/dl. Customer also report that insulin pump had insulin flow block alarm. Customer declined to troubleshoot for high readings. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.